Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the sheath had distal tip damage. The issue was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported complaint was confirmed. Based on the results of the investigation, a root cause was not identified. The event 1 is detectable and preventable by handling device in accordance with the following IFU. "Chapter 4.1 inspection and testing" inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.